Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on in early 2008. During the procedure, the device started to chew the tissues due to a dull blade. Another like device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.